Event description:
A pump declared an altitude alarm, raising a concern for the customer. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was initially suspended, but after technical support assistance, which involved removing obstructions from speaker holes, cleaning, reconnecting, and eventually loading a new cartridge, normal pump operation resumed. It was determined that the original cartridge did not vent properly, which was acknowledged by the customer.